Event description:
It was reported while testing for sars cov-2 two (2) false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. There was no indication that results were reported out or any report of patient impact. Eua(B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0195090. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 two (2) false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. There was no indication that results were reported out or any report of patient impact. (B)(4).